Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), product type catheter; product ID 8780, serial# (B)(4), product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter revealed catheter body damage, occurred to catheter body and or guide wire during implant procedure. The complete distal portion of the catheter and its guidewire were returned for analysis along with the proximal portion plus the anchor deployment tool. As received, the guidewire was still inserted in the distal segment but it was not protruding from any of the dispensing holes. However, the guidewire was not fully advanced inside the catheter but instead its tip was located between the medial and most distal dispensing holes. Event information indicates the issue occurred while attempting to implant the catheter rather than the guidewire protruding from the dispensing holes when the catheter was removed from its packaging. The guidewire was removed from the catheter for decontamination purposes. After this step, the guidewire was re-inserted all the way into the catheter. It went all the way to the end of the catheter and did not protrude through any dispensing holes. A slight bend in the catheter was noted in the area of the most distal set of dispensing holes. This is possibly related to where the guidewire was protruding through the dispensing holes.-also, of note was a significant area of bending of the guidewire measured 14 to 15.5 cm from its very tip. (B)(4).

Event description:
It was reported that on the day of the report when the hcp tried repositioning the catheter tip for a new implant twice, the guide wire poked out of a hole at the tip of the catheter. The hcp had pulled the catheter out because it was going down and the stylet popped out the bottom of the catheter like in a side port. A new catheter was utilized with no issues. The pump was used to deliver saline. It was later reported the patient was receiving effective therapy.